Manufacturer narrative:
The customer changed the reagent and recalibrated with quality controls in range. The field service engineer replaced the syringe valves group and washing station hydraulic circuit. He ran quality control and precision testing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable lipc lipase colorimetric results from the cobas 8000 cobas c 502 module. The initial result was 200 u/l and the repeat result was about 25 u/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 484448. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation could not determine a specific cause but found the issue was resolved after the valve replacement. Therefore, the event is consistent with a valve issue.